Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been having issues with their digestive tract since implant. The patient reported that they feel abnormal discomfort and nausea and pressure in their abdominal when they drink or eat food. The patient reported that when they turn off the stimulation, the issue goes away. The patient described the symptoms as sudden. It was noted that the patient was taking medication for a pre-existing abdominal issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the digestive issues was not determined. It was recommended that the patient follow-up with their regular physician about the issue. No further complications are anticipated.